Event description:
The customer reported two occurrences for one pt sample processed on a vitros eciq system that were associated with the incorrect pt's name. No erroneous results were reported out of the laboratory. There were no reports of pt harm as a result of these events. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that the vitros eciq was operating as intended. Datalogger files indicated that sample programming for both samples had been downloaded to the vitros eciq from the laboratory information system (lis) as routine samples with no tray/cup position specified. Subsequently, stat programming, with an assigned tray/cup location was requested for the samples. Programming a sample as stat and assigning a tray/cup location causes the vitros eciq to defer to the stat assigned tray/cup location using that sample ID. The barcode ID for the sample in that position would not be used. The vitros eciq posted condition code (mismatched sample) for both samples as expected. The root cause of this event is user error.